Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported the tampon fell apart during use. Multiple attempts have been made to obtain further information regarding her use of the product, however no further information has been received.